Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of a sharp pain. It was also reported there was possible intermittent capture on presenting electrograms (egm) for the right ventricular (rv) lead, one paced beat of different morphology was noted. The lead remains in use. No further patient complications have been reported as a result of this event.